Event description:
It was reported that approximately nine days after implant, the right ventricular (rv) lead dislodged and perforated the cardiac tissue. The patient experienced pain, discomfort, and shortness of breath. The rv lead triggered an alert for high thresholds and displayed a loss of capture. Additionally, the rv lead exhibited undersensing and an increase in pacing impedance. The left ventricular (lv) lead possibly displayed high thresholds. The rv lead was programmed off prior to an attempt to extract the lead that was abandoned. Five days later, the rv lead was successfully explanted. The lv lead was placed in the rv port of the device header and is being used as the rv lead. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately nine days after implant, the right ventricular (rv) lead dislodged and perforated the cardiac tissue. The patient experienced pain, discomfort, and shortness of breath. The rv lead triggered an alert for high thresholds and displayed a loss of capture. Additionally, the rv lead exhibited undersensing and an increase in pacing impedance. The left ventricular (lv) lead possibly displayed high thresholds. The rv lead was programmed off prior to an attempt to extract the lead that was abandoned. Five days later, the rv lead was successfully explanted. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.